Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05148. It was reported the patient experience ineffective therapy due to high impedances. Reprogramming was unable to resolve the issue. X-ray imaging indicated slight pullout at the lead and extension connection. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein multiple attempts were made to reconnect the extension and lead. However, high impedances were observed. Intra operative testing revealed normal impedance on the lead. As such, the extension was explanted and replaced with a new extension resolving the issue. Reportedly, therapy was achieved in the pain area.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05148.